Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experiences intermittent stimulation. Additionally, the patient's ipg is unable to communicate with the charger or programmer, however, after a few hours stimulation will turn on and the ipg will communicate with both external devices. The patient has stated the issue occurs every day. Lead diagnostics revealed no anomalies. In turn, the patient will undergo surgical intervention. Concomitant medical products: the implant date for the following devices is unknown: model: 3228, scs lead; model: unknown (x2), scs extensions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg which resolved the issue.